Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9119977. Medical device expiration date: 2022-04-3. Device manufacture date: 2019-04-29. Medical device lot #: 9098757. Medical device expiration date: 2022-03-31. Device manufacture date: 2019-04-08. Medical device lot #: 9046861. Medical device expiration date: 2022-01-31. Device manufacture date: 2019-03-04. Medical device lot #: 9016667. Medical device expiration date: 2021-12-31. Device manufacture date: 2019-01-16. Medical device lot #: 9066555. Medical device expiration date: 2022-02-28. Device manufacture date: 2019-03-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 381434, batch no. 9119977, 9098757, 9046861, 9016667 and 9066555. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter is defective. The hub rotates making it difficult to advance. The following information was provided by the initial reporter: "while attempting to thread off the catheter, the hub rotates making it difficult to advance. This is a new issue for these catheters as it has only been happening this past month."

Event description:
Material no. 381434 batch no. 9119977, 9098757, 9046861, 9016667 and 9066555. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter is defective. The hub rotates making it difficult to advance. The following information was provided by the initial reporter: "while attempting to thread off the catheter, the hub rotates making it difficult to advance. This is a new issue for these catheters as it has only been happening this past month."

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received seven unused units in sealed packages as follows: 1 ea. - 9119977 2 ea. - 9098757 2 ea. - 9046861 1 ea. - 9016667 1 ea. - 9066555 all components within were intact. Visual evaluation: ¿no visible damage or defects were found on any of the received representative units. Penetration and drag: all units successfully passed the penetration and drag test as per specification. Loose catheters: all units were checked for loose catheters and none of them were found to be loose. Microscopic inspection: ¿100% visual inspection of the cannula tips did not reveal damage ¿catheter tip evaluation (tip-009) revealed acceptable quality as follows: 9119977 rated as 4. 9098157 rated as 4 (2). 9046861 rated as 4 (1) and 3e (1). 9016667 rated as 5. 9066555 rated as 5. Conclusion(s): indeterminate - no physical-mechanical damage was observed on any of the components of the units received and no manufacturing related issues that would trigger the failure experienced by the customer was found.